Event description:
Midway into a shoulder joint (rotator cuff) repair, the pump malfunctioned and pressure was not being adequately maintained. Surgeon resorted to open procedure (vs arthroscopic) to complete repair. Biomed engineer tested equipment and found pump operating properly and the tubing to be the cause of the malfunction.